Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 136mg/dl, 221mg/dl. Tests were done within <10 minutes with a difference of 42%. Pt did not experience any adverse events. No further info has been reported. Customer's applying blood technique is incorrect.